Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's power management board was replaced to address the issue. The battery charging limit was found to be set to 65%. The device's battery charge limit was reset to 100% to correct the issue.